Manufacturer narrative:
Investigation results are pending.

Event description:
A facility in (B)(6) reported a vitrectomy cutter was not cutting normally. It occurred during surgery, and while the system was aspirating. No patient impact/injury was reported.

Manufacturer narrative:
One opened bl5623 pouch from lot w1629 was returned. The tip protector is in place, as it should be. The needle is bent. The port window is in the opened position. There is dried solution visible in the tubing. The cutter looks used. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle is not reaching the cutting edge. It stops at about half port. It should be noted that a bent needle could contribute to poor cutting performance due to the friction between the inner and outer needle assemblies. A review of the complaint database revealed four other "cutting problem" complaints have been submitted against lot w1629. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The product evaluation confirmed the failure mode, though the cause of the bent needle cannot be determined due to evidence of use. The investigation is complete.

Manufacturer narrative:
The product has not been returned. Manufacturing and sterilization records were reviewed and found to be acceptable. Sterilization date: 01-may-2018, expiration date: 19-sep-2019, manufacturing completed date: 19-apr-2018. The root cause is unknown. A review of the complaint database revealed two other "cutting problem" complaints have been submitted against lot w1629. There is a corrective and preventative action (CAPA) that was implemented after this lot was manufactured. Refer to CAPA 610815, which was closed on 06 july 2018 but was still open when lot w1629 was manufactured in april 2018. Per CAPA 610815 the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5623. Should the product be received, the investigation will be reopened. The investigation is considered complete at this time.